Event description:
Caller alleged discrepant results with the inratio2 meter compared to coagucheck and the laboratory for one pt. Complaint summary: date: (B)(6) 2013; inratio2 inr result: 4.8; laboratory result: 1.8; coagucheck result: 1.8. Pt's therapeutic range was not provided. No further info was provided.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product associated with the complaint was returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(4) 2013, eight (8) discrepant result complaints were reported for lot number # 296416 yielding a complaint rate below the action thresholds monitored by quality assurance for corrective action. Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. No correct action required at this time as no product deficiency was established.